Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because the lead would not capture at max output for several months after implant. The lead was intact upon x-ray but the physician felt that the site was exhibiting exit block, so the physician used a new lead and location. Should additional information be received, this file will be updated.